Event description:
It was reported that this pacemaker implant procedure there was an attempted implant of this right atrial (ra) lead. It was noted that there were multiple attempts at helix extension, where they finally got it extended with acceptable measurements. However, when the lead was then tested on the programmer there were observations of noise and high out of range pacing impedances greater than 3000 ohms. The lead was disconnected and tested on the pacing system analyzer (psa) with the same result. It was suspected that there was lead damage/fracture. The lead was not used, and a new lead was implanted successfully. The lead was returned for analysis. No adverse patient effects were reported.

Event description:
This supplemental report was sent with analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend the helix during implant caused the inner conductor coil to break.